Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. An actual sample was returned for investigation. Based on the complaint description, it was reported that appeared to be pierced (hole) on the balloon. It was also mentioned that the failure happens during usage state and catheter balloon had been tested prior to insertion. This indicates that the catheter was functionally fit prior usage and shows that there was no issue noted at the first day used. Visual examination on the returned sample showed that the balloon had pierced mark. Investigation was conducted by reviewing the balloon part under high magnification lens (dino lite) with 60x magnification on the actual sample. Based on picture 2 above, there were scratch marks observed on the balloon surface of the sample. The presence of scratch marks may occur due to several reasons such as in contact with sharp object or pointed object during handling that render the balloon to deflated or leak. In our current standard operating procedure, the products are subjected to 100"!6 visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted on the actual sample, it is believed that the scratch marks found had initiated the tear that lead leak on the balloon. This failure could have happened due to in contact with sharp or pointed object. Therefore, this complaint could not be confirmed as stated.

Event description:
It was reported that a foley catheter was inserted in the patient on the 23/09. It removed by itself from the patient on the morning of 24/09 with a deflated balloon. The balloon was then re-tested, and it appeared to be pierced (hole). Prior to initial insertion of the catheter the balloon had been tested. The balloon was inflated with the kit's lubricant at 10ml as per instructions. The same case occurred in the same palliative care department last week, but the sample was not kept. Additional information indicates that there was no clinical consequence for the patient. There was no other catheter used afterwards.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a foley catheter was inserted in the patient on the (B)(6). It removed by itself from the patient on the morning of (B)(6) with a deflated balloon. The balloon was then re-tested, and it appeared to be pierced (hole). Prior to initial insertion of the catheter the balloon had been tested. The balloon was inflated with the kit's lubricant at 10ml as per instructions. The same case occurred in the same palliative care department last week, but the sample was not kept. Additional information indicates that there was no clinical consequence for the patient. There was no other catheter used afterwards.